Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected. Device data was reviewed by technical services and it was confirmed the battery had sufficient capacity to provide therapy for at least 90 days, noting elective replacement indicator (eri) battery status could be triggered in that interval. The patient was seen in the clinic to program off the beep tones; it was noted the physician planned to perform an echocardiogram to evaluate whether the patient still requires ICD therapy. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected. Device data was reviewed by technical services and it was confirmed the battery had sufficient capacity to provide therapy for at least 90 days, noting elective replacement indicator (eri) battery status could be triggered in that interval. The patient was seen in the clinic to program off the beep tones; it was noted the physician planned to perform an echocardiogram to evaluate whether the patient still requires ICD therapy. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. A hospital procedure form was received showing the device was explanted and replaced in april 2024. No additional adverse patient effects were reported. The explanted device was not returned for analysis.